Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04073, 0001822565-2018-04074, 0001822565-2018-04075, 0001822565-2018-04076, 0001822565-2018-04077, 0001822565-2018-04078, 0001822565-2018-04079.

Event description:
It was reported that the tibial articular surface was returned fractured. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Reported event is considered confirmed as the returned device showed signs of wear and is missing the ball bearing components. DHR was reviewed and no discrepancies were found. A previous investigation into this issue determined the root cause for ball bearings falling out of the tasp shim construct at a high rate during cleaning. During the investigation, it was discovered that ultrasonic cleaning was not addressed as a potential user need. A field action were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. The device was subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that this device was manufactured prior to this design change. Root cause was determined to be associated with the design of the device and was subsequently redesigned. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.